Event description:
Boston scientific has become aware of the following event: the culprit lesion was 90% stenosed with calcification from distal to mid-lad (left anterior descending artery). There were tandem lesion, the vessel of distal was 2.0mm and proximal was 2.75mm. First, the guide catheter was engaged to lca (left anterior artery) and crossed the lesion with guidewire. Following this procedure, the lesion was confirmed with ivus the catheter in question, but the catheter could not cross the lesion. Then the physician executed pre-dilatation with 1.5mmx20mm balloon. The distal lesion was dilated at 4 atms and the proximal lesion was at 10 atms. The physician attempted ivus again, and the catheter was able to cross the lesion. Following ivus confirmation, he selected the stent 2.5mm-18mm for the proximal lesion but was unable to cross the lesion. After the physician changed the guidewire into a support wire he attempted crossing the lesion again; the stent was able to cross proximal and was dilated at 16 atms. The physician executed the lesion with ivus to confirm the stent fitted the vessel wall. He reported the catheter marker tip was advanced beyond the distal of stent, but the transducer was advanced only at the distal of the stent. During the auto pullback imaging, the catheter was caught on the stent distal edge.

Manufacturer narrative:
The device in question will not be returned to boston scientific for investigation as the device was discarded by the hospital. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. When the physician confirmed by angiography, he noticed that the lesion of the distal did not have blood flow. The patient appealed for chest pain. The physician removed the catheter forcibly, but the catheter's outer sheath was elongated. He crossed the guidewire next to the caught catheter and dilated the balloon. He attempted retrieving the catheter; however, this was not improved. The blood flow was improved a little, and st ( s and t wave of electrocardiogram) was stable too. The procedure had lasted over an hour when the patient was transported into surgery. The surgery was successful and the patient is stable.